Event description:
It was reported that during a da vinci-assisted surgical procedure, the customer indicated the universal surgical manipulator (usm3) would not advance completely down. The intuitive surgical, inc. (Isi) technical support engineer (tse) advised the customer to perform an emergency stop (estop) and recover; however, the customer decided to complete the current case and would switch to another system for the next case. The patient side cart (psc) was connected to the vision side cart (vsc). The procedure was completed as planned with no report of patient injury.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse was unable to duplicate the issues, but due to the recent consistent problems with the robot, replaced universal surgical manipulator (usm3). The system was tested and verified as ready for use. The complaint was confirmed based on field evaluation. A return material authorization (RMA) has been issued for the return of the usm3.